Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient's rash was confirmed. A distributor contacted zoll to report that a patient had a rash under her breasts. The patient's physician prescribed a medication for the rash. Follow-up indicated that the rash was improving.